Event description:
Patient came to or for right video assisted thorascopy - minimally invasive thymectomy with frozen section, due to a preoperative diagnosis of thymic enlargement, suspicious for thymic hyperplasia, and retrosternal chest pain of unclear etiology. At the end of the procedure, while inserting the chest tube, the surgeon noted burns on the patient's lung where the reprocessed ethicon harmonic scalpel had touched the tissues. The harmonic handpiece cable, the disposable harmonic handpiece, and the harmonic machine were all sequestered and immediately sent to biomed for review.